Event description:
Product: a proximal tibia plate broke inside a patient's body 3 months after implantation. There is no information available regarding the size of the plate or the lot number of the plate.

Manufacturer narrative:
The too short swing distance of the restoration leads to high bending stresses at the level of the fracture. The screw in the fracture gap can additionally disrupt bone healing. The screw in the fracture gap leads to an additional force on the plate in the area of highest stress. All in all, the factors mentioned above may have contributed to the plate failure. This is a late report due to a CAPA action.